Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 336 mg/dl at the time of the event and patient got treated with IV drip.the duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of confusion, feeling sick, unwell tired, weak altered vision, vision changes, extremity pain, cramps increased thirst with diabeteic ketoacidosis (dka). No further information available.